Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, after the removal of dilator from steerable guide catheter(sgc), air was noted in the left atrium(la). After 5 minutes, patient became hemodynamically unstable with brief period of cardiopulmonary resuscitation (CPR). Mitraclip ntw (40923r1019) was damaged during CPR. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, after the removal of dilator from steerable guide catheter(sgc), air was noted in the left atrium(la). After 5minutes, patient became hemodynamically unstable with brief period of cardiopulmonary resuscitation (CPR). Mitraclip ntw (40923r1019) was damaged during CPR. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported air embolism. The reported bradycardia and hypotension appear to be related to the air embolism. Air embolism, bradycardia, and hypotension are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as cardiopulmonary resuscitation (CPR) was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.